Event description:
Customer reports that the infection rate has increased at the hosp, while the source has not been identified. The product has been sent to johnson & johnson professional, inc for eval, as a suspected possible source for the increased rate of infection. Hosp believes that the sterile packaging may have been compromised. Note: concommitant medical products noted in section d-10 were also returned with the subject sample.